Event description:
The user facility reported that migration of the angio-seal collagen plug resulted in occlusion. Additional information was received on 10 jan 2023: there were no consequences from the occlusion reported.

Manufacturer narrative:
Explanted date: unknown if the device was explanted. Occupation: clinical nurse specialist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for the alleged post-deployment complication. The exact root cause was unable to be determined. The likely cause was determined to have been over tamping of the collagen or likely insufficient tension while deploying the anchor. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).